Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the drawer failed. A technical support specialist (tss) confirmed that a field service technician (fst) had already been dispatched from the customer end on the same day the ticket was logged, and the issue was resolved. Based on this update, the tss proceeded with case closure. The system functioned as intended after the field service engineer repaired the device. E.1.initial reporter state: nsw e.1.initial reporter zip: 2077

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced an issue where the drawer was unable to recover. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.